Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This event was previously reported on MFR report number 3030677-2024-004352, philips ref. (B)(4), submitted on 13-dec-2024. The investigation results have been provided there. No other reports will be submitted under this report number.